Event description:
Additional information received reported that the protective sheath was difficult to remove and the stent dislodged. No other information was available.

Event description:
During the procedure, after inflating the stent delivery system (sds), it was noticed that the stent was not on the balloon. The stent had dislodged during removal from the protective sheath. Reportedly, there was no pt injury. No other info was available.